Event description:
It was reported that one day post implant the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant products: 4469 competitor implantable pacing lead, (B)(6) 2013. A d314trg implantable cardioverter defibrillator (ICD), (B)(6) 2013. A 6947 implantable tachy lead, (B)(6) 2003. (B)(4).